Event description:
This is the first of two reports on the same patient involving two potential lot numbers. It is unk whether the patient used this lot number. Refer to medwatch 1422160-2013-00007 for a description of the second report. A report was received from the u.s. Food and drug administration (FDA), regarding confiscated freshlook contact lenses. The contact lenses were confiscated from an unspecified beauty shop. The FDA was notified by a physician that treated a patient who purchased the contact lenses from the beauty shop, wore them for four to six hours and experienced a burning sensation. The patient was examined by the physician and was diagnosed with multiple ulcers (location and etiology not provided). The physician then sent the patient to the hospital emergency room for treatment. The physician stated he expects the patient to suffer permanent vision loss. The physician is unsure if the lenses were cibavision freshlook lenses but felt that it was most likely cv product as we are the largest manufacturer of colored lenses. No add'l info was available.

Manufacturer narrative:
(B)(4). The u.s. FDA confiscated lenses from the beauty shop that sold the contact lenses to the patient. The FDA reported performing a preliminary analysis on the lenses, and the results were gram-negative and gram-positive. The product was not returned to the MFR for eval. The lot number is invalid for the reported product parameters and suspected to be counterfeit. (B)(4).